Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found clogging during use. The following has been provided by the initial reporter: material no.: 320122 , batch no.: 8305947, unknown. It was reported that the needle clogged during priming. Verbatim: consumer reported needle clog during priming, stated that the insulin does not come through the needles. Problem occurred within 3-4 months, consumer does not re-use, also had same issue with other lots over the years (lot #s are unavailable). Lot # for this box is 8305947, product # 320122, exp 11-30-2023. Samples have been discarded, consumer refused replacement.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8305947, medical device expiration date: 2023-11-30, device manufacture date: 2019-01-09. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found clogging during use. The following has been provided by the initial reporter: material no.: 320122, batch no.: 8305947, unknown. It was reported that the needle clogged during priming. Verbatim. Consumer reported needle clog during priming, stated that the insulin does not come through the needles. Problem occurred within 3-4 months, consumer does not re-use, also had same issue with other lots over the years (lot #s are unavailable). Lot # for this box is 8305947, product # 320122, exp 11-30-2023. Samples have been discarded, consumer refused replacement.